Manufacturer narrative:
The opened probe returned for evaluation for the report was not within the final lot number reported based on radio frequency identification (rfid) tag identification; therefore no sample evaluation was performed. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo of pouched product is attached to the parent file and has been reviewed by the investigation site. The product and lot information seen matches what was reported. The reported functional issue cannot be confirmed from the portion of the product seen in the photo. Since the sample associated with the reported product and lot was not received at the manufacturing site, the root cause for the customer complaint issue cannot be determined. The returned sample was not within the final lot number based on rfid tag identification; therefore, specific actions with regard to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that vitrectomy probe was not cutting. The procedure type was unknown. There was no report of patient harm. Additional information requested and received that there was no patient harm. The procedure type was vitrectomy retinal procedure.